Manufacturer narrative:
(B)(4). Batch # m91t5m. The analysis results found that the mcs20 device was received with a clip in the jaws. In an attempt to replicate the reported incident, the device was cycled and 1 partially clips were formed due to an anti-backup failure. The remaining 13 clips were fed and formed as intended. Finally, the instrument locked out. In order to evaluate the condition of the devices internal components, the device was disassembled. Upon disassembling, the anti-backup lever was noted to be worn out. It is possible this condition was caused by attempting to squeeze the device handle when it was not fully returned or by stopping the firing sequence and pulling the handle open. The batch history record was reviewed and no defects, ncrs or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a thyroidectomy procedure, the clips delivered but applier hard to fire. There was an issue with the device when the surgeon uses it, as if there was a resistance. Another like device was used to complete the procedure. There were no adverse consequences for the patient.